Event description:
Customer reported receiving a failed battery test alarm on the insulin pump despite multiple battery changes. It was noted that the customer may not be using brand new batteries. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.